Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. The device history records for kit sk19 were reviewed and no issues were identified during the manufacture, sterilization or release of the kit that could have contributed to what was reported. Additional information indicates the patient had redness and swelling post-operatively and was prescribed rocephin as a result. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event could not be determined as it was also reported that since the administration of rocephin, the patient developed a severe rash on the surgical foot and left arm. An update from the facility indicates the patient's condition has improved. No facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.